Manufacturer narrative:
The anterior lip of the lateral a poly lifted up 1mm when the knee was flexed past 90 degrees during surgery. The surgeon completed the case by cementing the lateral a poly into the tray. Review of the device history record indicates that the device was manufactured to spec.

Event description:
The anterior lip of the lateral a poly lifted up 1mm when the knee was flexed past 90 degrees during surgery. The surgeon completed the case by cementing the lateral a poly into the tray.